Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of the rapid pacing button no longer working. It was noted that otherwise the device was received in good cosmetic/mechanical condition and passed its incoming test though it did fail its high rate test. The high rate keypad and flex tape were replaced, it was noted that the battery contacts were contaminated and they were cleaned, the main board was calibrated and the device then passed all tests with no visual or electrical anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's rapid pacing button was no longer working. The generator has not been returned for service. There was no patient involvement. It was further reported that the product had been returned to service. It was further reported that the device subsequently tested out of specification during manufacturer's analysis.